Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from hospital (B)(6). It was reported that on (B)(6) 2012, a disconnection issue occurred between a uv-flash solution transfer set, and a locking titanium adapter. On (B)(6) 2012 an accidental disconnection occurred during the night, during apd therapy. The patient reconnected the transfer set to the titanium connector and continued treatment. The patient reconnected the transfer set to the titanium connector and continued treatment. Patient showed no symptoms of peritonitis but analysis of effluent showed results of enterobacter kobei. Therapy was started and effluent became negative. Email was received on (B)(6) 2012 from a baxter representative reporting the patient was diagnosed with a bacterial peritonitis and with no patient symptoms. The patient was treated with vancomycin 2 g once daily (route unknown). The patient was not hospitalized for the peritonitis event but had home care nursing.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Complaint was not confirmed due to lack of sample available for evaluation. No root cause can be determined.